Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
When impacting a trident psl 50 cup, the magnetised offset cup impactor bolt (1440-2011) got stuck in the definitive cup & couldn't be detached. The surgeon had to dislodge the cup, take it out, ream up and implant a 52 psl cup with a different impactor (the standard trident cup impactor). Upon dislodging the cup to take it out, the anterior column fractured. Approx 5-10 minutes surgical delay.